Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range left ventricular (lv) pace impedance measurements greater than 2,000 ohms. Additional there was increased pacing thresholds along with no capture observed at maximum outputs. An x-ray was performed and the lv lead was fractured. No adverse patient effects were reported. The patient's generator was programmed and due to the patient's ejection fraction no further intervention was planned at this time. This product remains in-service.